Event description:
It was reported that the device had an iui that was "busted." The customer reported it was "likely dropped as it was missing a piece of the black iui housing on the male side. "The product issue was observed by bd associate during site visit. There was no patient harm reported. Although requested, additional information was not provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.